Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the staples criss-crossed when placed. There were no patient consequences. Unknown how case was completed.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Additional information: multiple requests for return of device have been made but no device has been returned. Additional information: the rearward directed force when applied to a clip during firing can cause the clip to push back into the throat of the device. Couple this with some rotational force on the lower jaw specifically can cause the associated clip leg to jump out of the clip track. If this occurs to the clip, the legs can cross over each other. However the photograph does not show a clip with the legs crossing over each other as stated in the event description. The photographic evidence does not confirm the described ¿staples criss-cross¿ mentioned in the event description. The photograph does however show a clip that appears to have been pushed back into the jaws with one clip leg displaced from its alignment clip track. Based on the photographic evidence which may be representative of what happened is the result of the forces on the clip and clip applier jaws being brought to neutral just before and during the firing stroke.